Event description:
It was reported that the procedure was to treat a left anterior descending coronary artery. The 3.00x23mm xience skypoint drug-eluting stent was deployed. After deployment, stent recoil was observed. The stent was post-dilated with a 4.5mm nc balloon; however, the stent was still under-expanded. No additional treatment was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported stent recoil. Factors that may contribute to stent recoil include, but are not limited to, interaction with challenging anatomy, user technique, damage to the balloon, or damage to the stent. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent recoil. The reported treatment of unexpected medical intervention appears to be related to operational circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
G3 correction: date received by MFR updated to 03/05/2026.